Event description:
A standard cystoscopy was being performed to remove an indwelling stent that had been in the pt for approx 6 months. The stent separated approx 3 inches from the proximal end and migrated into the renal pelvis. The physician then had to use a flexible ureteroscope and a 3 prong grasper to retrieve the proximal end of the stent. All of the pieces were removed from the pt, and another stent was inserted. The storage is such that they have built in shelves with folding covers.

Manufacturer narrative:
One used stent separated into two pieces was received without the tether and noting the majority of the stent was discolored with slight encrustation. One 4.5cm straight segment and coil was noted to have one sideport cracked along with grasper marks were observed on the stent body where the segment was most likely removed from the pt. The remaining segment measured 20cm of stent body with the coil, separation of the stent occurred at a sideport and several of the sideports were viewed to be cracked. In viewing the two segments, the entire stent has been returned noting mating fractures and the stent was observed to be brittle when touched. As stated in the products IFU: individual variations of interaction between stents and the urinary system are unpredictable. Cannot determine the cause of the stent separation.